Event description:
Procedure: liver resection. According to the reporter: the surgeon stapled two hepatic veins with 1 firing of the device. Upon insertion of the staple line it looked good. Later in the case there was massive bleeding from a large hole on one of the previously stapled veins. The pt's blood pressure dropped significantly. Additional bleeding was controlled with clamps but blood loss was significant. The pt required a transfusion but recovered. There was a delay in operating room time but the amount of time could not be reported.

Manufacturer narrative:
(B)(4). (B)(4).